Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a possible infection near the pump refill port area. Per the reporter, it was unk if a culture would be obtained. The patient had cancer and was "not doing well overall." The pump contained hydromorphone (dilaudid) and bupivacaine (marcaine). Add'l info has been requested, but was not available as of the date of this report.